Event description:
Customer's family member reports receiving erratic readings when testing pt with the freestyle flash meter. In blood glucose tests, customer received readings of 177, 33, 418 and 143 mg/dl within 10 minutes using the same blood sample from the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.